Manufacturer narrative:
Title: complex vein graft intervention after double-valve transcatheter aortic valve replacement citation: coronary artery disease (2016) volume:28, issue:2, p 173-174 (doi 10.1097/mca.0000000000000413) authors: d¿amario, domenico et al. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review that an (B)(6) male patient with a past medical history of coronary artery disease, previously treated with stent placement, underwent a procedure to implant a medtronic corevalve (serial number not provided). During the valve implant, the first transcatheter bioprosthetic aortic valve had been positioned high in the annulus resulting in severe aortic regurgitation. Subsequently, a second transcatheter bioprosthetic valve was implanted, valve-in-valve. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.